Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and a sensing anomaly. It was noted that the lead was placed in a sub optimal location on the septal wall. The lead was explanted and replaced. There were no patient complications or symptoms associated with the lead revision. The patient's condition was normal post procedure.